Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to a mechanical issue and a folded over conceal reservoir that was palpable to the patient. All components were removed and replaced with a new ipp system, the reservoir was placed in the space of retzius instead of sub-muscular like the previous component. No patient complications were reported.